Manufacturer narrative:
No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product.

Event description:
It was reported that when the patient was intubated the airbag was found to be leaking. There was a concern that this could lead to a potential harm. However, there were unknown patient harm or adverse effects reported as a result of the event.